Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to health sight viewer and multiple stations were in disconnected mode. A technical support specialist remotely accessed the servers and obtained customer approval prior to initiating reboots, rebooted the servers three times as part of troubleshooting, restarted essential services, and verified that the extract transform load (etl) status was current, attempted to restart the job scheduler service but encountered error, preventing it from starting, checked network and port connectivity across all relevant systems, restarted associated services, and reviewed application logs and event viewer, noting tls related errors but no critical service failures, informed customer of the maintenance window, and requested validation of services and login functionality post-maintenance; customer acknowledged and agreed, reconnected to server, verified all services were running, observed no issues, and successfully tested login to health sight viewer (hsv) and patient encounter system (pes), confirming extract transform load (etl) processes were functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to log in to the health site viewer, and multiple stations were in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.